Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with three revaclear 300 dialyzers, three internal blood leaks were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced one internal blood (previously reported as three internal blood leaks were observed). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.